Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that and aborted shock for noise episodes was observed when the patient presented remotely through merlin.net transmission. Review of episodes noted that there was increase in rate which later returned to sinus appropriately. Patient will be scheduled for in-clinic visit for device reprogramming. Patient was stable.

Event description:
New information received notes that the device was reprogrammed on (B)(6) 2019. There has been no further noise episodes. The patient has been stable post programming changes.